Event description:
Customer reported that when the insulin pump goes through the priming process the insulin pump does not realize it made contact with reservoir and does not show numbers. Customer mentioned that insulin was squirting out during the manual prime. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 111 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, missing end cap sticker, scratched case, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.